Manufacturer narrative:
The returned samples of this event was requested but hasn't been received till now, no sample for evaluation. The DHR of this lot was reviewed without any similar issue, the retained samples were inspected and they all meet the specification. The event can't be confirmed, the root cause can't detected currrently. No action will be taken currently, this issue will be monitored. A supplemental report will be submitted if further information received.

Event description:
According to the facility on (B)(6)2022 a registered nurse was wiping the arm of the patient's right upper arm when they discovered a retained needle in the patient's skin. Per the facility no serious injury was noted other than a small puncture from the needle in the patients right arm. According to the facility labs were drawn on the patient post needle stick and no additional medical care/intervention was required. Per the facility the patient was discharged.no sample available.